Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for incrementing sensing integrity counters (sic) and non-sustained high rate episodes. In addition, there was intermittent rv lead oversensing noted on ventricular high rate episodes possibly due to the ventricular morphology. The rv lead remains in use. No patient com plications have been reported as a result of this event.